Manufacturer narrative:
Clarification of event details, a picture was provided with the complaint. This information was not submitted on MDR manufacturer report number 3007966929-2015-00090, submitted october 13, 2015. Additional information: a quality investigation was performed to include a batch review. There were no discrepancies related to the complaint. A non-conformance was opened to define the root cause of the complaint issue. This complaint will remain open until the completion of the non-conformance investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of patient harm as this device was not used on a patient. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the urinometer was broken at the measuring chamber upon receipt. The device was not used on a patient.